Manufacturer narrative:
No device was returned for investigation.

Event description:
It was reported that a substitution 4 way stopcock device leaks when attached to 7" smallbore pressure infusion set, leaking where one attaches to the other / 1/3 of patients dose lost (leaked out) patient injected with more to get described dose. No patient injury.